Manufacturer narrative:
Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 03.812.309, lot# 9824907. Manufacturing location:(B)(6), manufacturing date: feb 19, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. One t-pal spacer applicator inner shaft was received broken on the proximal end. The broken ball was found in the applicator knob. No signs of wear and tear or damage were visible on the distal end. Manufacturing and inspection records indicated no problems with the lots in question. The instruments met the specifications at the time of manufacturing and distributing. Definitive cause could not be determined as the complaint description does not provide enough information. It could be assumed that the breakage of the proximal ball was the result of excessive force during the implantation of the peek cage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent surgery for lumbar spinal canal stenosis, stabilizing l4-l5. During the surgery while the surgeon was performing internal fusion with t-pal devices, he felt loosening between the reported trial implant and the applicator inner shaft. In order to tighten the applicator knob, he turned it to close direction. Then the knob came off the handle. When he tried to detach the implant from the applicator inner shaft, the shaft came off the handle. The surgery was completed successfully with a 10-minute delay. There was no adverse consequence to the patient. Upon the receipt of the device by the manufacturer, during the investigation it was found that the proximal ball of the inner shaft was broken. Concomitant device: applicator outer shaft (part# 03.812.001, lot# l042558, quantity 1); applicator outer shaft (part# 03.812.001, lot# 8368719, quantity 1); applicator knob (part# 03.812.004, lot# 8981082, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).